Event description:
It was reported that this right ventricular (rv) lead was part of the possible erosion and infection issue. Reportedly, the patient fell and now felt the implanted device was sticking out. The company representative advised the patient to call the following clinic. No additional adverse patient effects were reported. The rv lead remains implanted.

Manufacturer narrative:
This supplemental report is being filed to correct the h2: follow-up type; h6 device code; and h11: additional MFR narrative.

Event description:
It was reported that this right ventricular (rv) lead was part of the possible erosion and infection issue. Reportedly, the patient fell and now felt the implantable product was sticking out. The company representative advised the patient to call the following clinic. No additional adverse patient effects were reported. The rv lead remains implanted.